Event description:
It was reported that on (B)(6) 2006, patient underwent procedure of transforaminal lumbar interbody fusion at l5-s1. Per medical records ¿ complete left "facectomy" l5-s1, discectomy l5-s1, a nonsegmental pedicle fixation danek 3d technique, anterior interbody arthrodesis, anterior interbody prosthesis "paramesh" cages, inter-transverse fusion right l5-s1, harvest of local bone graft, harvest of left iliac crest graft through a separate fascial incision, nuvasive electrophysiological monitoring, bilateral stimulation of pilot hole and pedicle screws l5 and s1 with bilateral lower extremity superficial monitoring l2-s1.¿ (B)(6) 2006, patient presents for view of the lumbar spine post-op lumbar fusion which indicates per medical records ¿ there is unchanged positioning of the posterior transpedicular screws and fixation bars spanning l5 and s1. An interbody cage device remains in a unchanged position, overall, vertebral alignment and curvature are normal with no evidence of fracture, subluxation, or hardware loosening, and the disc spaces are maintained.¿ (B)(6) 2007, patient presents for exam of the lumbar spine which indicates per medical records ¿post lumbar fusion at l5-s1 using interpedicular screws and rods, unchanged in alignment since prior exam, no evidence of loosening, prothetic cage at l5-s1 is stable in appearance, no new fractures or loss of vertebral height identified.¿ (B)(6) 2007, patient presents for exam of the lumbar spine which indicates per medical records ¿post polar fusion and instrumentation at l5-s1 with placement of a single disk spacer. Osseous structures are in near anatomic position with no signs of complications.¿ (B)(6) 2007, patient presents with complaints of pain. Per medical records a review of systems indicate : chronic and significant low back pain with bilateral sciatica, active lumbosacral polyradiculopathy, significant functional limitations secondary to low back pain, self-reported anxiety/depression, urologic changes, gait disturbances and balance issues, and insomnia.¿ (B)(6) 2007, patient presents with continued complaint of low back pain that goes down both legs along with numbness and tingling. He also complains of continuous neurologic problems.¿ (B)(6) 2007, patient presents for an emg of the left lower extremities which indicate ¿on the left side there is increase insertional activity in the left biceps long head with 1 positive waves, there are residual changes in the left biceps femoris muscle but nowhere else, there is some prolongation of distal latency of the left sural nerve and left peroneal nerve, there is presently electrodiagnostic evidence of mild generalized bilateral lower extremity peripheral sensomotor polyneuropathy. Spontaneous activity in the left biceps is suggestive of mild active lower lumbosacral radiculopathy, exact level undetermined.¿ (B)(6) 2007, patient presents for a x-ray of the lumbar spine which indicates ¿post-op changes from l5-s1, posterior fusion with placement of a disc spacer, hardware is unchanged, alignment is anatomic and there is no evidence of hardware failure.¿ (B)(6) 2007, patient presents for a MRI of lumbar spine which indicates ¿post-op changes at l5-s1 level, focal artifact from metallic instruments is present, no recurrent disk or central spinal stenosis is seen at this level, underlying focal disk disease is seen at l3-4 and l4-5 levels, these changes at these intervertebral disk levels appear stable compared to the prior examination.¿ (B)(6) 2007, patient presents with complaints of ongoing pain per medical records ¿ he continues to have sciatica, obviously antalgic gait, antalgic transfer.¿ (B)(6) 2007, patient returns for follow-up with complaints of continued pain in legs. Per medical records exam indicates ¿gait is fair at best, there is mild "antalgia", lower extremities no swelling, reflexes are symmetric and low back is tender.¿ (B)(6) 2007, patient presented for a review of MRI which stated ¿there is minimal disc bulging most apparently at l3-4 which does not appear to be causing any central stenosis.¿ (B)(6) 2007, patient present for a CT of the lumbar spine without contrast which indicated ¿no metallic or bony impingement of the central canal or neural foramina is seen, disc protrusion seen on the left at l3-4 appears stable when compared to (B)(6) 2007 MRI, the exiting nerve root at l5-s1 appears to have soft tissue surrounding it, suggestive of possible granulation tissue, soft tissue contrast somewhat limited on noncontrast CT, however, and there is, "agnetic" susceptibility artifact in this area from orthopedic hardware.¿ (B)(6) 2007, patient presents with complaints of pain. Per medical records ¿he presents for injection of the left lower lumbar sites.¿ (B)(6) 2007, patient presents with complaints of severe chronic pain in lower back. Per medical records ¿ he does tell me he has fallen twice bc his left leg gives out. He has generally diminished range of motion of the neck, with some muscular tenderness.¿ (B)(6) 2007, patient presents with continued pain in back from the middle down as well as in both legs down to his ankles. Per medical records exam indicates normalcy. (B)(6) 2007, patient underwent ¿diagnostic lumbar diskography levels l2-3, l3-4, and l4-5 with c-arm fluoroscopy and pressure manometry. Per medical records ¿ l2-3 normal disk space height with normal "necleogram" with no pain to sustained injection pressures 100 psi, l3-4 normal disk space height, posterior superior tear without obvious extra disk extravasation, moderate to severe pain produced starting at 60 psi, l4-5 normal disk space height with posterior anular tear and anterior epidural extravasation with moderate to severe concordant pain produced with injection pressures than 80 psi. CT of the lumbar spin post discogram indicates dallas annular tears grade 3 involving the left l3-5 are stable.¿ (B)(6) 2007, patient presents with complaints of pain. Per medical records ¿exams indicates there is slight decrease on the left with dorsiflexion, knee flexion, and extension, and hip flexion which some may be related to nature. Knee jerks are decreased bilaterally, there is diffuse point tenderness in the prior lumbar peri-incisional region. Assesment plan indicates the left l5 screw courses somewhat close to the foramen those does not clearly bridge the pedicle possibly from left lower extremity irritation.¿ (B)(6) 2007, patient present for exam of the chest which indicates clear lungs, normal mediastinum and bones and no effusion or pneumothorax. (B)(6) 2007, patient underwent surgery. Per medical records ¿decompressed laminectomy l3-4, re-exploration l4-5, s1, microsurgical lysis of adhesion, bilateral mesial facetectomy and bilateral foraminotomy for residual neurocompression after decompression performed l3-l4, bilateral mesial facectomy and bilateral foraminotomy for residual stenosis after decompression performed l4-5, exploration of posterolateral fusion l5-s1, removal of segmental tsrh 3d hardware l5-s1, bilateral bone screw placement using alphatec screws l3, l4, - s1, posterolateral fusion using autologous bone l3-l4, l4-l5 l5-s1 and rhbmp-2/acs , harvesting of nonstructural autograft and spontaneous nerve root monitoring using nuvasive system.¿ (B)(6) 2008, patient presents for exam which indicates this has been previous post laminectomy, posterior fusion with particular screws and rods, bone graft placement from l3-s1, 2 disc space expanders at l5-s1 and the position and alignment if the fusion apparatus is unchanged in appearance,¿ (B)(6) 2008, patient presents with complaints of pain post lumbar fusion. Per medical records ¿ there are no screws in l5 since these were likely causing lower extremity symptoms.¿ (B)(6) 2008, patient presents with complaints of some mild lbp wit muscle spasms along with some tingling with the spasms. Per medical records he does have some mild tenderness over the lumbar vertebrae. MRI results indicate stable postsurgical fusion changes in the lumbar spine¿ (B)(6) 2008, patient presents for CT scan of the lumbar spine which indicates ¿the CT scan of the lumbar spine reveals changes of a new more extensive laminectomy and fusion extending from l3 down to s1. The old transpedicular at l5 have been removed. There are new transpedicular screws at l3, l4, and s1 in good position. The old disk space cages at the l5-s1 level are unchanged, the l1-2 and l2-3 disc remains grossly normal, at l3-4 findings suggest central stenosis significant neural foraminal encroachment, at l4-5 there is no central stenosis, probably left posterolateral disc protrusion extending into the inferior portion of the left neural foramen, at l5-s1 visualization of the thecal sac is limited bc of artifact hardware, the findings do not suggest central stenosis or neural foraminal narrowing.¿ (B)(6) 2008, patient presents with complaints of pain. Per medical records ¿he appears to have a tlso present and demonstrates symmetric reflexes and pulses in the lower extremities.¿ (B)(6) 2008, patient presents with complaints of pain and spasms. Per medical records exams show ¿there is diffuse tenderness in the lower lumbar paraspinal's but even more notable in the s1 joints especially on the left. Hardware placement and alignment appear stable and is coming along nicely.¿ (B)(6) 2008- c/o more breakthrough pain, severe low back pain w/radiation; recently went to ER because pain was so great and he received injections of dilaudid - toradol low back pain chronic and flared; chronic bilateral sciatica; functional limitations secondary to chronic low back pain / rx oxycodone, methadone, xanax, ambien, soma, trigger point injections (B)(6) 2008, patient presents with c/o of continued significant pain- given trigger point injections / rx increase methadone, xanax, ambien - remain off work indefinitely (B)(6) 2008- per medical records it is reported that patient is ¿33% permanent partial disability to body as whole.¿ (B)(6) 2008, patient presents for a CT of the lumbar spine with contrast which indicates ¿bilateral interpedicular screws l3-4 and s1, posterior rods and devices stable and residual, 2 spacing devices at l5-s1 stable, posterolateral bone graft material seen diffusely w/ no evidence of progressive incorporation, tracts from previously removed l5 intrapedicular screws are re-identified and there is no acute fracture.¿ (B)(6) 2008, patient presents with c/o pain. Per medical records ¿ gait is slow but fair, lower extremity reflexes and pulses are symmetric and there is a questionable fracture, chronic sciatica, functional limitations secondary to chronic pain / methadone, xanax, seroquel¿ (B)(6) 2008, patient present for f/u. Per medical records¿ patient has good incorporation of bony fusion and no need to f/u any further.¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.